Manufacturer narrative:
Subsequent to the previous report, the additional information received would have made this event a non-reportable complaint, however, since an initial MDR report was already filed, the event was unable to be downgraded to not reportable. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed the reported unrelated mitral regurgitation and unrelated death appear to be due to patient conditions and per the physician were unrelated to the device. Mitral regurgitation and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. H6: health effect - clinical code 4451 removed. Health effect - impact code 4614 removed. Type of investigation: 4118 removed. Investigation findings: 3233 removed. Investigation conclusions: 11 removed.

Event description:
Subsequent to the previous report, additional downgrading information was received: per physician, the recurrent mitral regurgitation was not related to the implanted mitraclip. There was no device malfunction. The death remains assessed as unrelated to the device. There was no adverse event associated with the mitraclip device. Given the updated information, the event would be considered a non-reportable complaint, however, since an initial MDR report was already filed, the event was unable to be downgraded to not reportable.

Event description:
(B)(4) expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that this was a mitraclip procedure, performed on 07/16/2021, treating mixed mitral regurgitation (mr) with a grade of 4+. One mitraclip (cds0701-xtw, 10216r191) was implanted and the mr was reduced to grade 2+. On 10/03/2021, the patient presented to the emergency department with worsening shortness of breath and lower extremity edema. The patient¿s blood pressure was low and intravenous fluid was administered. Troponin levels were elevated and medication was administered. On 10/04/2021, the patient experienced chest pain and recurrent mr. Congestive heart failure, cardiogenic shock, kidney injury and myocardial infarction were diagnosed. The patient was transferred on 10/05/2021 to scripps health - la jolla. A right heart catheterization was performed and demonstrated vasodilatory shock with reduced cardiac output and medication was administered. Although medications were administered. On 10/05/2021, the patient expired. Per study physician, the congestive heart failure, hypotension, edema, cardiogenic shock, kidney injury, myocardial infarction, chest pain and patient death were unrelated to the implanted mitraclip or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.